Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter entrapment with a deployed stent occurred. Another manufacturers' 3.5x12mm stent was deployed in the distal rca. Lesion details are not known. This atlantis sr pro² intravascular ultrasound (ivus) catheter was used to perform post-deployment diagnostic. It was reported "there was a possibility" that the ivus catheter became stuck on the distal end of the stent during pullback because "it seemed" the distal end of the stent had shortened after the ivus catheter was removed. The 3.5x12mm stent remained well apposed and another stent was not needed. The ivus catheter was inserted for use again; however, the image was lost during use. The procedure was completed with another atlantis sr pro² intravascular ultrasound catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned complaint device found a kink in the imaging window assembly 103.0cm from the femoral marker on the distal side. The guide wire exit port was lifted 0.5mm. A 0.014" guide wire was inserted and no indication of resistance in tracking the guide wire into the catheter was noted. During image characterization testing, no image appeared in the system due to electrical open at distal. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter entrapment with a deployed stent occurred. Another manufacturers' 3.5x12mm stent was deployed in the distal rca. Lesion details are not known. This atlantis sr pro² intravascular ultrasound (ivus) catheter was used to perform post-deployment diagnostic. It was reported "there was a possibility" that the ivus catheter became stuck on the distal end of the stent during pullback because "it seemed" the distal end of the stent had shortened after the ivus catheter was removed. The 3.5x12mm stent remained well apposed and another stent was not needed. The ivus catheter was inserted for use again; however, the image was lost during use. The procedure was completed with another atlantis sr pro² intravascular ultrasound catheter. No patient complications were reported and the patient's status is good.